Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-00725.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a ruby coil lp, a lantern delivery microcatheter (lantern) and a lp system detachment handle (handle). During the procedure, the physician advanced a ruby coil lp in the target vessel using the lantern and attempted to detach it using the handle; however, the ruby coil lp failed to detach. The physician then manually detached the ruby coil lp. The procedure ended at this point. There was no report of an adverse effect to the patient.